Event description:
It was reported that the device was explanted after implant duration of zero days. On 10/20/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to mitral regurgitation. No other details were provided.

Event description:
Reportedly, the device was explanted at implant due to a failed ring repair. Per the cer: the hospital phoned to report an explanted ring. The (sales) rep contacted the surgeon who stated the procedure was a failed repair, the ring was explanted and he went on to replace the valve. No patient identifier was provided. Patient status or outcome: alive and well. Implant position of the device not provided. The device is not available for return as it was discarded at the hospital. No further details were provided.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned. Additional manufacturer narrative: this was determined reportable per edwards lifesciences procedures. No customer letter is required. The DHR review has been started.

Manufacturer narrative:
The device history record review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.